Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, on a veterinary dog enterotomy, the veterinarian noted the device got deteriorated on the bowel. The dog had peritonitis so had to undergo a second surgery which was an explorative laparotomy, but died during the procedure.